Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump alarmed 3 beeps in a row, he pressed act, and then the insulin pump lost all of the settings. Numerous safety alarms were found in the alarm history. The blood glucose reading was 417 mg/dl. Customer was treated with a bolus. The alarms occurred during normal use and after the insulin pump had been stored without a battery for an extended period of time. The insulin pump had experienced an unexpected restart. Nothing further was reported.